Event description:
During a review of a female pt's downloaded, lifecor customer support detected "gel release" and "belt unusable" flags. Customer support contacted the pt regarding the flags. The pt reported that she had twisted one of the electrodes when changing the garment and it release the gel. A replacement electrode belt was provided to the pt.

Manufacturer narrative:
H3.evaluation: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the "gel release" and "belt unusable" flags was an open connection within the distribution node. The wire to te1 (fire_ gel_ b) had broken near its solder connection of the distribution node pca causing the open connection. The root cause of the open connection was excessive force on the cable. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.